Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while attempting to use the ilet and subsequently stopped using the system until receiving formal training; the user later contacted support, completed a guided factory reset, and planned to set up the device during training. Symptoms included lightheadedness, shakiness, and sweating associated with a blood glucose nadir of 42 mg/dl. Outcomes included transient low glucose for approximately 30 minutes that was corrected with oral carbohydrates without outside assistance or medical intervention. Investigation included technical support review and user education with device reset in preparation for training. Investigation of this case revealed that the specific precipitating factor for the hypoglycemia was unclear due to unavailable device logs and limited recall, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.